Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads had migrated. The issue was confirmed via x-ray. It was noted that the patient started feeling uncomfortable therapy after bending over to pick something off the floor. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).